Event description:
N/a

Manufacturer narrative:
2 photos & 1 video was provided by the facility. The 2 photos & 1 video were analyzed during the evaluation. The product was returned with the membrane loosely unfolded and blood was found on the catheter tubing. One kink was observed on the catheter tubing approximately 76.4cm from the iab tip. -the returned 0.025¿ maquet guidewire was returned inside the iab and was able to be successfully removed by the investigator. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site full name: affiliated (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after insertion and connecting the intra-aortic balloon (iab0 to the console, it was indicated that the iab had failed to inflate. The iab was removed immediately and blood was visible in the catheter. A new iab was used. However, after the guidewire was inserted, the second iab could not be placed along the guidewire. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report will be submitted for the 1st iab used.